Event description:
No pump was returned to fresenius kabi for evaluation. The pump problem, pump delivery rate was off or was caused by being programed wrong was unfounded . Per the biomed, upon their log review, they were unable to verify the issue that was described by the customer. All infusions that were observed were within pump specs. No faults were detected. The pump can be returned to customer use. No further action is required because the reported issue could not be confirmed or refuted. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "floor has question of if pump delivery rate was off or was caused by being programed wrong. No patient was harmed" work order description: "lipids infused over 7 hours instead of 24 hours. It was noted that the infusion pump was programmed at 10.9 ml/hr with pump saying 56.2 ml we're infused. On (B)(6) 2025- biomed reported: q: can you confirm that pump sn (B)(6) is the affected device? A: the work order asset matched the serial number of pump. Q: can you provide an incident date? A: the work order was created on (B)(6) 2025 at 9:44am, does not mean when happened just when nurse submitted work order. Q: can you confirm the vtbi (volume to be infused) within the 24-hour period? A: I do not see any for the (B)(6) there is an entry on (B)(6) vtbi of 53ml at15:49 at rate of 219ml/hr and another vtbi on (B)(6) for 73mll /hr at a concentration 150mg / 73ml. Location of event: if other n/a. A preliminary review of the logs identified the following issue: overdose; no ae. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.